Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2014, a multiloc humeral nail was used for the surgical neck of a humerus fracture case. After opening the nail and attaching the insertion handle and aiming arm, the drill was inserted without interference in checks before implantation. During the procedure, after the nail insertion, when the surgeon drilled a hole at distal side for the distal locking screw, the drill interfered with the nail. The surgeon hit the drill by the hammer until touching the cortical bone region of the opposite side, and he started drilling again. The drilling of the hole at the proximal side was done without any problem. There was a 30 minute surgical delay. This is report 1 of 4 for com (B)(4).